Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter with an unidentified stopcock attached to the hub. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a pinhole 7mm longitudinal tear starting 8mm from the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guide wire. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.